Event description:
It was reported the tip of the cannula of this biopsy needle was noted to be bent during preparation. Another device was used to successfully complete the procedure without patient complications. The patient's condition is good. The device was received, evaluated and retained by this manufacturer. The engineering evaluation indicated the leading edge of the cannula cutting tip was burred and mushroomed up and away from the cannula inside diameter. The unit exhibited good functioning during cycle testing. Co is unable to determine the exact cause for this event. Co's directions for use state: "before use: remove protective sheath and visually check stylet and cannula tip for any sign of damage. If any damage is evident, do not use or attempt to repair... Warning: test firing the needle without stabilization may damage the cannula tip... Do not leave the needle cocked with the springs under tension until ready to use."